Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received open book image on screen. Customer's blood glucose level was 270 mg/dl. Customer reported that insulin pump error alarm displayed before the open book image. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with a corroded electronic stack and corroded motor home switch. We were unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to the critical pump error. We were unable to verify the keypad unresponsive/button error alarm due to critical pump error/open book image.